Event description:
Patient developed short-term urinary retention following the periurethral coaptite bulking procedure. The patient was instructed to go to the ER.

Manufacturer narrative:
The patient went to the ER as instructed for her urinary retention. They inserted a catheter into the bladder. She reported back to the physician in 2009, and the catheter was removed. The urinary retention was resolved and the patient is reported to be doing fine. Territory manager reported this was a periurethral procedure, and the physician loaded the coaptite media into the syringe. Follow-up reported by the rn present during the procedure states, the patient underwent a hysteroscopy and a novasure endometrial ablation during the same procedure. Rn also stated the lot number is unavailable. Since the coaptite lot number was unavailable, the device history records could not be reviewed.